Manufacturer narrative:
Medtronic received additional information that the onset of patient symptoms, which included dyspnea, occurred five months post-implant. The failure mechanism of the valve was provided as tricuspid stenosis (ts) and tricuspid regurgitation (tr). During the explant procedure, the patient underwent a long period of intubation due to right ventricle (rv) failure. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Additional information has been requested regarding this patient and valve replacement; it is not known whether the valve remains implanted or if it was explanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that approximately eight months post implant of this bioprosthetic valve in the tricuspid position, this valve was replaced with a competitor's transcatheter aortic valve due to valvular degeneration. No specific failure mechanism was provided. No adverse patient effects were reported.

Manufacturer narrative:
Please note, this valve was replaced valve-in-valve and was not explanted as was previously indicated. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The root cause of the regurgitation and stenosis could not be determined because the valve remained implanted and was not returned.